Event description:
A patient reported blood glucose results of "341 mg/dl, 184 mg/dl, and 194 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and controls solution were replaced.